Event description:
Additional information was received that the severity of the aortic regurgitation was moderate-severe.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: d4. Full UDI was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four images of the event reported above were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that approximately 2 years and 27 days following the implant of a transcatheter valve, the valve failed due to an unknown reason. Additional information was received indicating that the mechanism of failure was aortic stenosis with worsening aortic insufficiency (ai) leading to heart failure hospitalization. The ai was first observed approximately 5 months after the procedure. Around the time of intervention, the ai was predominantly aortic regurgitation of "3-4+¿ severity. Treatment consisted of a surgical aortic valve replacement and transcatheter valve explant. Per medtronic instructions for use (IFU); potential risks associated with the implantation of the valve may include but are not limited to, the following; prosthetic valve migration/embolization and prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retract ion; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Evidence shows the valve at full release is approximately 16mm deep. Medtronic¿s target implant depth is 3mm below the basal plane. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6 ==================== corrected data: a2 - corrected from 83 to 81 a4 - corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 27 days following the implant of a transcatheter valve, the valve failed due to an unknown reason. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately 2 years and 27 days following the implant of a transcatheter valve, the valve failed due to an unknown reason. No patient complications have been reported as a result of this event. Additional information was received indicating that the mechanism of failure was aortic stenosis with worsening aortic insufficiency (ai) leading to heart failure hospitalization. Of note, the ai was first observed approximately 5 months after the procedure. Around the time of intervention the ai was predominantly aortic regurgitation of "3-4+" severity. Treatment consisted of a surgical aortic valve replacement and transcatheter valve explant. Per the physician, both the valve and the procedure contributed to the symptoms. Other factors that contributed to the event was mixed aortic valve disease and the depth of implant.

Manufacturer narrative:
Updated data: b1. B2. B3. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.